Event description:
It was reported that the patient had a removal of the left tha due to infection. All devices were removed. An antibiotic spacer was then placed.

Manufacturer narrative:
The catalog number and lot code of the revised liner was not provided. Additional devices listed in this report: cat # 6260-5-132, lot # 47371106, description: 32mm std v40 taper vit head, cat # 6721-0230, lot # 46432901, description: size 2 accolade ii 127 deg, cat # 500-03-48c, lot # mlenm0, description: primary tritanium hemi solidback cup 48mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the hospital will not release any further information or documentation.